Event description:
Account called and alleged that a (B)(6) patient sat on the foot section of a totalcare bed and the foot section collapsed, causing the patient to slide down to the floor. Account alleged that a nurse was injured try to help the patient up from the floor. Account alleged that this took place in (B)(6).

Manufacturer narrative:
Hill-rom technician performed the investigation. Account biomed, stated, "was notified of patient fall from totalcare bed in (B)(6), 2010. Patient held onto footboard and sat down on foot section of bed and the section collapsed. Patient fell to the floor. Nurse helping him up hurt her back in the process. Biomed examined the bed and found nothing wrong with it and it was working as designed. Biomed estimated patient weight to be approx (B)(6). Bed is still in service". Account would not release any information concerning patient or staff members being injured.